Manufacturer narrative:
Additional information was requested from the customer with regard to the repair and status of the iabp. The customer reported that in order to fix the issue, a screen from another cardiosave was put onto the device and worked fine and that all functional and safety checks to meet factory specifications were performed, and all passed. The iabp was then cleared for clinical service.

Event description:
N/a.

Manufacturer narrative:
The repair information has been provided at this time.

Event description:
It was reported that at start-up, the cardiosave intra-aortic balloon pump (iabp) would turn on and the customer could hear the pump running but nothing could be seen on the screen, and after a short while a continuous beep could be heard. There was no patient involved and there was no adverse event reported.